Manufacturer narrative:
H3/h6: the suspected device was returned for analysis. Review of the event history log (ehl) showed a medium alarm displayed: cassette attach not recognized. The device was visually inspected. A functional test was performed, and the reported issue was confirmed cassette not attached through occlusion test but could not confirm downstream sensor not working. Upon further investigation, found air detector sensor was too high. Replaced air detector. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
The customer was reported that the device had issues with the cascade setting and the downstream sensor was not working and it was found out during testing. There was no patient involvement.